Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a zero tip nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket failed to open inside the patient's ureter. It appeared that the distal end of the sheath had broken off in the package. The procedure was successfully completed using another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.' It was also reported that no additional event or patient information is available.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a zero tip nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the retrieval basket failed to open inside the patient's ureter. It appeared that the distal end of the sheath had broken off in the package. The procedure was successfully completed using another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.' It was also reported that no additional event or patient information is available.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
The investigation found the device closed and unable to open due to a stretched sheath. Additionally, the green coating was peeling from the sheath. The basket was found intact with no deformation lodged in the silver portion of the sheath. It is not clear what caused the basket to get stuck, or the sheath to peel, although continuous function of the handle to open the basket after it is stuck would cause the sheath to stretch out of specification. Therefore, the most probable root cause for this complaint is operational context.